Manufacturer narrative:
The damages found were sustained during the surgical procedure. Otherwise, the lead was normal.

Event description:
Newinformation received on (B)(6) 2015 indicated the the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The patient experienced palpitations. The lead was programmed off. No further information could be obtained at this time.